Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states brand new out of box failure from order (B)(4). The frame must be tweeked the left front caster will not sit level.